Event description:
Litigation papers allege: including but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/16/15 - ppd with medical records received. Patient was revised to address pain and cup loosening. This complaint was updated on 07/21/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update - added sales rep details, additional surgeon, revision date and patient height. Taken from der dated 14th march 2015.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/10/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.